Event description:
It was reported that the device was difficult to recapture during implant and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was deployed too proximal and a full recapture was required. There was difficulty trying to recapture the device as it appeared to get caught in tissue. A small 1cm pericardial effusion was noted. The procedure was abandoned due to difficult, unsuitable patient anatomy as it was quite pectinated. The patient was monitored for 24 hours and no further intervention was required. The patient was discharged.